Manufacturer narrative:
Customer reported observing positive fam covid signlas in the negative control material when performing runs, when using lot# m2200948 (exp: 02 aug 2023). Field applications team worked with customer to troubleshoot the issue. Troubleshooting could not fully confirm the root cause of the problem as customer exhausted kit reagents during investigation. Issue could not be recreated when testing retained units from the same lot. Replacement kits were provided to the customer as part of investigation and no further issues were encountered. Route cause is likely contamination. Customer was informed of best practice and decontamination procedures. No further issues were reported. Patient status was not reported. No patient harm, injury or adverse health consequences were communicated by the customer to lumiradx for the reported event.

Event description:
Customer observed covid signal in negative control material when using lot# m2200948 of lumiradx sars-cov-2 rna star complete.